Event description:
During the pt's left acl reconstruction with allograft, the nitinol wire broke off in the knee. A mini fluoroscopy was used to search and retrieve the wire. It was verified by the surgeon, the circulating nurse, and the scrub nurse, the nitinol wire piece was completely out and nothing was left inside the knee. The nitinol pieces were reconstructed and the length was equal to the original length marking, done at the beginning of the case.